Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. When the fault was cleared the same message was displayed and the device was noted to be in storage mode. Additional information noted that a request for technical services (ts) review was needed but it was not possible to save to disk. Ts suspected that the device was beyond ability to provide therapy and recommended replacement of the device and consider the patient was unprotected. No adverse patient effects were reported. A device explant was planned.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. When the fault was cleared the same message was displayed and the device was noted to be in storage mode. Additional information noted that a request for technical services (ts) review was needed but it was not possible to save to disk. Ts suspected that the device was beyond ability to provide therapy and recommended replacement of the device and consider the patient was unprotected. No adverse patient effects were reported. A device explant was planned but to date has not taken place due to the patient having a non device related infection. Additional information noted that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. When the fault was cleared the same message was displayed and the device was noted to be in storage mode. Additional information noted that a request for technical services (ts) review was needed but it was not possible to save to disk. Ts suspected that the device was beyond ability to provide therapy and recommended replacement of the device and consider the patient was unprotected. No adverse patient effects were reported. A device explant was planned but to date has not taken place due to the patient having a non device related infection.